Manufacturer narrative:
See MFR: 3012307300-2018-00037.

Event description:
It was reported that a patient was injured while connected to a cadd® cadd®-solis ambulatory infusion pump. The pump may have given too much medicine. The patient could have had an allergic reaction to the medicine as well. No other adverse health events were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition. A review of the event history log did not identify any issues related to the reported complaint. Functional testing involved delivery accuracy testing and found that the accuracy was within specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.